Event description:
This is follow up#1 to report on 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 24/jan/2024. As per the ppf form, the patient underwent an ¿incarcerated incisional hernia¿ surgery and was implanted with strattice device lot: s10689-419 on (B)(6) 2012. The patient underwent an ¿open repair recurrent incisional hernia with phasix mesh¿ on (B)(6) 2014. Patient ¿is fearful that [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿incarcerated incisional hernia; right flank suture granuloma, open repair of incarcerated incisional hernia with 6 x 8 strattice mesh; excision of suture granuloma, right flank¿ with approximate date of treatment on (B)(6) 2012. Patient also received treatment for ¿upper abdominal recurrent incisional hernia; open repair recurrent incisional hernia with phasix mesh¿ with approximate dates of treatment between on (B)(6) 2014. Patient received treatment for ¿hernia related symptoms¿ in 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "phasix, lot#: huybtp03¿ on (B)(6) 2014. The form indicates that this device has not been revised or removed.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012 the form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.